Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their controller was not connecting to their implanted neurostimulator and they had been without their therapy for 3-4 days. Patient said that the manufacturing representative had them reset the controller and plug and unplug controller from ac cord, but that did not resolve the issue. Patient also mentioned that they were getting the settings not available message on their controller. Patient mentioned that when they tried switching groups they would get the error message and that they just want to be able to control their settings. Patient noted they are in pain and utilize the stimulation for their l3 s1 injury; patient added that group a is supposed to target both of their legs and group b is the left leg. Patient attempted toswitch from group b to c and got the error message and then no device found. Patient mentioned that they will be in a specific and would like an email sent to local reps to assist them with their controller and pain. Issue was not resolved. Patient stated their ins quit working so they called rep and was in a lot of pain. Patient stated they set up a date and thought the issue was fixed. Patient stated they're having problems with this one. The battery was replaced but the paddle was not and it's 9 years old. Patient is not getting coverage everywhere they need. Patient has to put the remote where the battery is in, in order to connect. Patient has an appointment to meet with rep and hcp; hopefully issue is resolved on (B)(6) 2025. Patient stated they have had other ins replaced, but never had a problem. The patient called back repeating the settings not available issue. The pt reported the rep came out 3 times. Pt was also texting the rep while being on the call. Pt mentioned they replaced the implant in april 2024 but left the same lead and pt wanted both ins and lead changed. Pt also reported with this new implant pt did not have everything they needed for the therapy, pt only had settings for the left foot but pt needed settings for both left and right foot because sometimes left or right foot hurt more than the other. Pt also mentioned they liked the manufacturer and the implant was amazing and helped get pt away from the wall and not worry about laying down charging for hours. Pt also mentioned they had a bad night last night. Pt also mentioned they were probably about 120 lbs. The current lead not too long after pt got it, one of the things was not working on the lead. Pt thought they said they put 16 leads in. Patient was redirected to their healthcare provider to further address the issue. The rep reported they are not aware of any device or therapy issues related to the patient. Rep has programmed the patient couple of times which was normal. Patient gets confused easily when provided with any information. The only issue patient had at one point was unrelated. Patient wanted an MRI compatible system, but hcp denied that. Rep has not been in touch with the patient in a while.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.